Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power up. The last patient to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor would not power up due to a defective pxa chip (u104). The root cause for the defective u104 component could not be positively identified. The failure rate for u104 is well below the predicted failure rate. No adverse event occurred due to the defective u104 component. The last patient to use this monitor did not report any problems.